Event description:
Device quit working and was removed from the field and replaced with a new device.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.